Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture and high capture threshold. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.